Event description:
The blazer rf ablation catheter was being used to treat avnrt. The hospital reported that during the first ablation attempt, the catheter curve was locked. The locking mechanism failed and the catheter tip flipped up. The patient went into heart block. The catheter was not being observed under fluoroscopy. The patient condition and outcome are unknown. The patient was being treated with steroids to address the heart block.

Event description:
The blazer rf ablation catheter was being used to treat avnrt. The pt went into first degree av block, that resolved without further evidence of any tachycardia. The dr stated that he is not sure if the cause of the event was the catheter or himself.